Event description:
Affiliate reported that fluid did not flow through the device due to the blockage of the valve. In addition, the patient developed an infection. As a result, the device needed to be replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The valve was tested and was found fully functional. The sterilization records and device history records were reviewed and did not reveal any non conformances. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.